Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's grandmother stated that the patient had been in the hospital at least 4 times during the year due to experiencing diabetic ketoacidosis. It is unknown if the patient was wearing the dexcom device during the times of events. Additional patient or event information is not available.